Manufacturer narrative:
Date of initial report : 02/05/2009. The incident generator has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, it will be included in the follow-up report.

Event description:
The report stated that the patient was burned on the stomach. All accessories were thrown out.